Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the company rep showed up for a pump implant. They were told by the hcp that the patient's pump had been removed due to infection. However, he did not tell the company rep when, where, or by whom. No diagnostics/troubleshooting were performed. The patient received a new pump and catheter last friday on (B)(6) 2026. The patient experienced no additional symptoms. The issue resolved.